Manufacturer narrative:
It was reported that use of forceps and irrigation was required to successfully retrieve from the surgical sites the blue fibers coming from linting or towels. Per report, the reported incidents happened during an unknown number of multiple various surgical procedures. General anesthesia was used; however, there was no report of any adverse patient consequences and no effect on the patients' stability as a result of the incidents. No impact to the patients, the procedures, or the total length of the procedures was reported. There was no serious injury or follow-up care reported related to this event. Due to the reported medical intervention and in an abundance of caution, this medwatch is being filed. The sample has been discarded and was not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, this report will be reopened and re-evaluated.

Event description:
It was reported that use of forceps and irrigation was required to successfully retrieve the pieces of blue fibers coming from linting or towels.